Manufacturer narrative:
The insulin pump passed the displacement test and sleep current measurement. However, the pump failed the active current measurement due to moisture damage on the electronic assembly. Also, moisture damage on the vibrator, motor assembly, and battery tube noted during visual inspection. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had low battery lifetime. Customer¿s blood glucose level was 132 mg/dl. Customer also stated that the battery did not last more than 1 week. Customer was advised the insulin pump will need to be replaced and recommended customer refer to back up plan. The insulin pump will be returned for analysis.